Event description:
It was reported that during a routine ultrasound check, the physician was alerted to a pericardial effusion. Physician performed a pericardial synthesis withdrawing over 500 cc of fluid. Patient is stable. Other devices involved in the procedure were the following biosense webster products: carto 3 (B)(4), socket (B)(4), coolflow pump (B)(4), lasso variable 2515, tc sf ds, cs bi-directional 6p curve, webster duo cedca, and soudstar 10f (B)(4).